Manufacturer narrative:
H3: one device was received for evaluation. The device had not been serviced in the last 12 months. The reported problem was not duplicated as no problems were identified during investigation. The device delivered a volume of 20.2 milliliters(ml) and passed all function and accuracy testing.

Event description:
It was reported that the device had failed volumetric test during preventative maintenance(pm). There was no patient involvement, and no patient harm/adverse event reported.